Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the unit inoperable. The ventilator was not being used on a patient at the time the event occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and replaced the keyboard assembly. The cse performed all calibrations, the extended self-test (est), short self-test (sst) and the electrical safety test; the device operated within the manufacturing specifications. (B)(4).